Event description:
The steris c-max/4085 operating room table was slowly assuming the trendelenburg position on its own. This was happening while the robot was docked in the pt. The robot was undocked and the pt was transferred to a new surgical table so that the case could proceed. On-site steris rep immediately available to further evaluate issue. FDA safety report ID# (B)(4).